Event description:
As reported by south african affiliates, during a tf tavr procedure, a sapien xt valve embolized into the ventricle and was surgically removed. Initially, the valve was positioned 50:50 across the annulus. When deployment began, it was noticed that the pusher had not been withdrawn. The valve started moving down into the ventricle due to the way the balloon was expanding with the pusher still in place. The valve landed 80/20 into the ventricle, but the valve was not stable and embolized. There was an attempt to pull the valve back up into the annulus but this was unsuccessful. The wire was kept in place to keep the valve from bouncing around freely within the ventricle. The patient was taken to the operating room where he was put on bypass. It was decided to use an open tao approach given the patient could not be on bypass for long, and there was no time to try and retrieve the embolized valve through a mini sternotomy. The aorta was opened and the valve which was still on the wire was then retrieved directly using forceps and was then gently eased out of the annulus and then through the aortotomy. The tao procedure was modified and an open tao was performed. The second 26mm sapien xt was deployed using direct sight using the ascendra+ device. This was performed with no issues and the patient was successfully brought off bypass and taken to ICU. One day later, the patient is stable.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition and device embolization requiring intervention are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition and embolization,, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the pusher was not withdrawn before deployment, causing the valve to move ventricular during balloon inflation. The malposition lead to ventricular embolization. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.